Event description:
It was reported that during testing at the user facility, the core impaction drill was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly, and visual inspection. Through visual inspection, the bearings were damaged.

Event description:
It was reported that during testing at the user facility, the core impaction drill was overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.